Event description:
Pt had medtronic ICD model d314drg, sn (B)(4), implanted on (B)(6) 2012. Pt called the office due to the device alarms which were sounding. He transmitted the data remotely and it was found that the ICD is at the battery depletion indicator.